Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.

Event description:
It was reported that an unspecified number of pen ndl 29ga 12.7mm 100 bx 1200 USA had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the needles have been bending and not piercing the skin. Also, the consumer has difficulty injecting the full dose of medication and the injections are more painful due to the difficulty of use. Verbatim: email received¿2020-10-10 00:12:05 sent: friday,(B)(6) 2020 2:22 pm to whom it may concern, my husband has been having difficulty with your product. I contacted my pharmacy and they suggested I contact you to report this. The needles have been bending, not piercing the skin, and have been difficult to inject the full dose of medication. The injections are also more painful due to the difficulty of use. I would like to discuss a possible replacement or alternative. Possibly the bd nano 4mm, as the 12mm have been painful to use. Please give me a call to discuss further."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 29ga 12.7mm 100 bx 1200 USA had difficult plunger movement during use. The following was reported by the initial reporter: it was reported that the needles have been bending and not piercing the skin. Also, the consumer has difficulty injecting the full dose of medication, and the injections are more painful due to the difficulty of use. Verbatim: email received on 2020-10-10, at 00:12:05; sent: friday, october 9, 2020 2:22 pm; to whom it may concern, my husband has been having difficulty with your product. I contacted my pharmacy and they suggested I contact you to report this. The needles have been bending, not piercing the skin, and have been difficult to inject the full dose of medication. The injections are also more painful due to the difficulty of use. I would like to discuss a possible replacement or alternative. Possibly the bd nano 4mm, as the 12mm have been painful to use. Please give me a call to discuss further.